Event description:
Issue with patency issue of epidural catheter. The physician was unable to push medication through the epidural catheter. The epidural catheter was removed, and a new catheter was inserted, and medication was able to be pushed.